Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had pump error alarms indicating cleared alarm and reset alarm. The customer¿s blood glucose level was 235 mg/dl. There was no clear indication that the alarms were cleared. The insulin pump will not be returned for analysis.